Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a corroded keypad traces. No button error alarm during testing. All buttons functioned properly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot and stained end cap sticker.

Event description:
The customer reported that the insulin pump alarmed button error. Customer's blood glucose was 131 mg/dl. Customer stated was getting ready to go to sleep and got button error. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.